Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer intermittently received questionable phosphorus results for patient samples since april. Data was provided for three patient samples that were repeated on a different p module analyzer. All results are in mg/dl. Patient 1 original result was 8.9 and the repeat result was 3.1. Patient 2 original result was 8.0 and the repeat result was 2.9. The initial results for these patients had been reported outside the laboratory and were questioned by the doctor. The samples were repeated the same day and corrected reports were sent. The customer said the physician stated the results were harming her patients, but that was all the detail she was able to provide. Clarification has been requested. On (B)(6) 2012, patient 3 original result was 9.4. The result was reported outside the laboratory and was questioned by the doctor on (B)(6) 2012. The sample was repeated on (B)(6) 2012 and the repeat result was 3.8. A corrected report was sent. The patient was not adversely affected. The phosphorus r1 and r2 reagent lot numbers and expiration dates were not provided. The field service representative found a string of organic material wrapped around one of the consumable reagent stirrer rods. The customer reported that they clean the stirrer rods as part of their daily maintenance. The stirrer rod had a very small blemish in the paint, which assisted the organic material to stick to the stirrer rod. The organic material on the stirrer rod caused intermittent carryover issues and caused the phosphorus results to be discrepant intermittently. He checked the analyzer for discrepancies and items lacking maintenance and replaced both of the stirrer rods. To verify the analyzer operation, he ran calibration and qc which passed successfully. He also ran accuracy and precision studies with results within the guidelines.